Event description:
It was reported that following the implantation of an elevate anterior graft, "the patient was not able to urinate at the time of discharge so she was sent home with a foley catheter". The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
Additional information received stating the patient was "rechallenged at po visit and catheter permanently removed". The event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.